Event description:
It was reported that patient enrolled in a clinical study underwent total right elbow arthroplasty on (B)(6) 2011. Subsequently, a revision removal of implants and insertion of temporary antibiotic spacers; following with total right elbow revision procedure performed on (B)(6) 2013, due to increased pain, loose humeral component and fracture. The humerus, ulna and bearings were removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Manufacture date.